Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Customer technical service advised the customer to recalibrate the assay and repeat the patient sample. The repeat result was not provided by the customer. No root cause was determined for the elevated s0 rlus.

Event description:
The customer reported that on (B)(6) 2011 a cardiac troponin (accutni) no value result with an instrument generated flag was generated on the unicel dxc 600i synchron access clinical system for one patient sample. The instrument flag was an indeterminate flag which is associated with the result not being distinguishable from a system failure because of relative light unit (rlu) issues. Through beckman coulter inc. Guided troubleshooting it was identified that the accutni no value result with instrument generated flag was caused by s0 calibrator rlus being higher than customer established quality control release data. The initial accutni no value result was not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information and sample handling/collection information was not provided by the customer. Instrument accutni quality control results recovered within customer established specification prior to the event. Reagent share packing was eliminated as a possible cause of the event. A system check performed prior to the event met customer established specifications.